Event description:
Initial reporter indicated that the "patient was seen for a postop visit and his incision was infected and he would be admitted to the hospital to have the vns removed." The patient had their vns generator explanted for infection. Wound cultures were taken that showed methicillin-resistent staphylococcus aureus. The patient did not interact with their vns surgical site postoperatively.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.